Event description:
Literature was reviewed regarding "comparison of ECMO, iabp and ECMO + iabp in the postoperative period in patients with postcardiotomy shock." The objective was to assess outcomes and complications of patients who received veno-arterial extracorporeal membrane oxygenation (va-ECMO) and intra-aortic balloon pump (iabp) support after cardiac surgery. The time frame of this study was between 2000 and 2023. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: ECMO cannulae (bio-medicus femoral). Deaths occurred in the study population. Based on the available information, these deaths may have been attributed to medtronic product. Specific causes of death are not provided. Among patient adverse events included: stroke sepsis reoperation dialysis limb ischemia liver failure no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID: 96570-115 (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a g2: citation: authors: cagdas baran, evren ozcinar, ahmet kayan. Title of the article: comparison of ECMO, iabp and ECMO + iabp in the postoperative period in patients with postcardiotomy shock. Journal name: journal of cardiovascular development and disease issue: 11, 283 year: 2024 literature reference: doi.org/10.3390/jcdd11090283. The earliest date of publication has been used for b3 (date of event). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.